Event description:
It was reported to st jude medical that the ICD presented with marked noise on the v channel and intermittent anomalous brief burst of high frequency and high impedance noise on the a channel that may or may not have had to do with the header or the leads.